Manufacturer narrative:
H10: an authorized service provider (asp) replaced the battery and confirmed that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. Additionally, per good faith effort (gfe) response, the asp could not confirm if the device was in patient use at the time the issue was discovered, but verified that a 1124 "battery failed" error was logged in the event log. The asp also stated that the defective battery was less than 5 years old (manufactured in november 2021), the serial number was (B)(6), and the lot code was m00716-p1. Also, the defective battery will not be returned. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery failed. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that the battery failed and requested for a battery replacement.

Manufacturer narrative:
E1: (B)(6).